Event description:
New information received indicated the right ventricular lead was capped and replaced on (B)(6) 2021 due to oversensing noise. The physician elected to leave the atrial lead implanted and continue to monitor. The patient was stable during and following the procedure.

Event description:
New information receive indicated programming changes were completed. A procedure was discussed but not yet planned. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-16095. It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the right ventricular and atrial leads were sensing noise. No intervention was completed. The patient was stable.